Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a double lumen peripherally inserted central venous catheter (PICC) was implanted on (B)(6) 2017 for an unspecified indication. The customer reported that the broke at the clamp level. The device was explanted on (B)(6) 2017. The handling conditions and circumstances surround the reported break are not known. The patient reportedly had an unspecified additional procedure. No further information is available. The device was returned for evaluation.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, instructions for use (IFU), specifications, and a visual inspection of the returned device were conducted during the investigation. A visual examination of the returned device noted that the tubing had a tear, which was approximately 2.5 cm from the 0.5 cc hub which partially separates the tubing. The other lumen and tubing were fine. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted that there are no other complaints reported for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.